Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified, no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate, a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. However, the treatment appears to be related to circumstances of the procedure. There is no indication, of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with a proglide device using the pre-close technique via an 8f sheath prior to an atrial fibrillation ablation interventional procedure. Reportedly, the plunger was hard to push down but it was able to be fully depressed. When the plunger was removed, no suture was present. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 10f and the atrial fibrillation ablation procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.